Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptoms of discomfort, pain and redness were noted. The physician believed that it was procedure related and that the patient maybe allergic to the prep solution that was used during the procedure. The patient was prescribed antibiotics, but it was not working. The patient underwent an explant procedure and was doing well postoperatively.